Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experience recurring incontinence leading to the procedure. An unspecified malfunction was also experienced. The patient did not experience any further complication. No more information available at the moment. Should additional information become available, it will be provided.